Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus / migrated essure device and left fallopian tube was widely open/ unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes') and embedded device ('second stainless coiled surgical device impacted/embedded in the trabeculated myometrium') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, cryosurgery, postpartum depression and vaginal abscess. Previously administered products included for asthma: albuterol sulfate. Concurrent conditions included baby blues, sweaty, abdominal pain, vaginal pain, ovarian cyst, hepatocellular carcinoma, deafness left ear, kidney stones, insomnia and restless leg syndrome. Concomitant products included escitalopram since (B)(6) 2013, fluconazole (diflucan), omeprazole since 2013, paracetamol (acetaminophen) since 2013 and sulfamethoxazole;trimethoprim (septra). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In november 2013, the patient experienced pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). The patient was treated with surgery (transvaginal hysterectomy (full) with left salpingo oophorectomy unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, dysmenorrhoea and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder and urinary tract disorder had resolved and the uterine haemorrhage and depression was resolving. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: apparently complicated by 1 of the devices falling out and into the uterus and on hysterosalpingogram 1 of the tubes apparently patent and so she underwent another procedure to replace the device on that side. Discrepancy in essure insertion date - (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Ultrasound pelvis - on (B)(6) 2013: the essure coil or spring is present in the fundus to the left, probably in the interstitial portion of the tube but one cannot be seen on the right. The endometrium appears normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record - anxiety, pelvic pain, infection, dysmenorrhea, abnormal uterine bleeding, embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events added bladder/urinary problems. Events outcome were updated from unknown to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / migrated essure device and left fallopian tube was widely open/ unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes') and embedded device ('second stainless coiled surgical device impacted/embedded in the trabeculated myometrium') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, cryosurgery, postpartum depression and vaginal abscess. Previously administered products included for asthma: albuterol sulfate. Concurrent conditions included baby blues, sweaty, abdominal pain, vaginal pain, ovarian cyst, hepatocellular carcinoma, deafness left ear, kidney stones, insomnia and restless leg syndrome. Concomitant products included escitalopram since (B)(6) 2013, fluconazole (diflucan), omeprazole since 2013, paracetamol (acetaminophen) since 2013 and sulfamethoxazole;trimethoprim (septra). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (transvaginal hysterectomy (full) with left salpingo oophorectomy unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection and anxiety outcome was unknown and the pelvic pain, uterine haemorrhage and depression was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: apparently complicated by 1 of the devices falling out and into the uterus and on hysterosalpingogram 1 of the tubes apparently patent and so she underwent another procedure to replace the device on that side. Discrepancy in essure insertion date - (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Ultrasound pelvis - on (B)(6) 2013: the essure coil or spring is present in the fundus to the left, probably in the interstitial portion of the tube but one cannot be seen on the right. The endometrium appears normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- anxiety, pelvic pain, infection, dysmenorrhea, abnormal uterine bleeding concerning the injuries reported in this case, the following ones were described in patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received: lot number added. Concomitant medications added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus / migrated essure device and left fallopian tube was widely open/ unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes') and embedded device ('second stainless coiled surgical device impacted/embedded in the trabeculated myometrium') in a 38-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, cryosurgery, postpartum depression and vaginal abscess. Previously administered products included for asthma: albuterol sulfate. Concurrent conditions included baby blues, sweaty, abdominal pain, vaginal pain, ovarian cyst, hepatocellular carcinoma, deafness left ear, kidney stones, insomnia and restless leg syndrome. Concomitant products included escitalopram since (B)(6) 2013, fluconazole (diflucan), omeprazole since 2013, paracetamol (acetaminophen) since 2013 and sulfamethoxazole;trimethoprim (septra). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (transvaginal hysterectomy (full) with left salpingo oophorectomy ). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection and anxiety outcome was unknown and the pelvic pain, uterine haemorrhage and depression was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: apparently complicated by 1 of the devices falling out and into the uterus and on hysterosalpingogram 1 of the tubes apparently patent and so she underwent another procedure to replace the device on that side. Discrepancy in essure insertion date - (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, migration of essure device. Ultrasound pelvis - on (B)(6) 2013: the essure coil or spring is present in the fundus to the left, probably in the interstitial portion of the tube but one cannot be seen on the right. The endometrium appears normal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record - anxiety, pelvic pain, infection, dysmenorrhea, abnormal uterine bleeding, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), embedded device ('second stainless coiled surgical device impacted/embedded in the trabeculated myometrium') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, anemia, cryosurgery, postpartum depression and vaginal abscess. Previously administered products included for asthma: albuterol sulfate. Concurrent conditions included baby blues, sweaty, abdominal pain, vaginal pain, ovarian cyst, hepatocellular carcinoma, deafness left ear, kidney stones, insomnia and restless leg syndrome. Concomitant products included escitalopram since (B)(6) 2013, fluconazole (diflucan) and sulfamethoxazole; trimethoprim (septra). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (operation performed: transvaginal hysterectomy with left salpingo oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and dysmenorrhoea outcome was unknown and the uterine haemorrhage, pelvic pain and depression was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: apparently complicated by 1 of the devices falling out and into the uterus and on hysterosalpingogram 1 of the tubes apparently patent and so she underwent another procedure to replace the device on that side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2013: the essure coil or spring is present in the fundus to the left, probably in the interstitial portion of the tube but one cannot be seen on the right. The endometrium appears normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- anxiety, pelvic pain, infection, dysmenorrhea, abnormal uterine bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received- events: ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/urinary tract/vaginal)-vaginal, psychological or psychiatric problems condition: depression, psychological or psychiatric condition: mental anguish, abnormal uterine bleeding, migration of essure device location of device: uterus, physical pain, dysmenorrhea (cramping), second stainless coiled surgical device impacted/embedded in the trabeculated myometrium¿ ,concomitant drugs, medical history, historical drug , reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.